Manufacturer narrative:
The company service representative examined the system and replicated the reported sm [irrigation output valve error] and found dried bss on a corroded sensor cable assembly. The company service representative suspected that the bss came from a leak in the peristaltic pump section of a cassette. The sensor cable assembly was replaced. The system was then tested and met all product specifications. The system was manufactured on july 27, 2010. Based on qa assessment, the product met specifications at the time of release. The customer did not retain the cassette and the finished goods lot number was not provided. The device history record (DHR) and lot number history could not be reviewed. The root cause can be attributed to fluid ingress in the fluidics module. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported a system message displayed and the cassette was leaking during a procedure. The cassette was exchanged but that did not resolve the issue. Additional information has been requested.